Event description:
During evaluation of a returned spectrum infusion pump, the device dose not recognize open door. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation it was observed that there was an issue related to failure of the device to recognize an open door . The cause was identified to be failed upper latch switch. The upper auxiliary which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.